Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer reported that the malfunction occurred when user trying to issue the medication to patient. The customer confirmed that there was no delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer removed drawer one from the device and replaced both the rails due to bearing cage to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.